Event description:
Reportable based on analysis completed 11/18/2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties occurred. The target lesion being treated was located in the left circumflex (lcx). The physician predilated the lesion with a 2.0x15mm balloon. Residual stenosis was 70% post predilation. The physician attempted to place a 2.25x20mm taxus liberte stent, but was unable to cross the lesion. The stent was retrieved and the physician successfully completed the procedure with another of the same device. No patient injuries or complications were reported. Patient condition listed as "stable." However, product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. Struts on rows 1 and 2 from the distal edge were stretched distally and severely misaligned. The tip was slightly flared. The balloon section was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).